Manufacturer narrative:
The insulin pump was received with intermittent up arrow button response due to corroded keypad traces. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, stained end cap sticker and loose shifted end cap sticker.

Event description:
Customer reported the insulin pump stopped working. Customer's blood glucose was reported fine. Customer was having a keypad anomaly, it was not responding when customer was attempting to bolus. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.